Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4) this report is being filed to relay additional information. The following fields were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a meshgraft had wear on the roller. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device found that the roller was worn, both the cutter and roller had discoloration, and the device was out of calibration and needed recalibrated. The ratchet was reviewed and passed visual inspection. At the time of the investigation, the device was put on a quotation hold and no repair has yet to be performed. The device was tested and inspected per. While the service technician found that there was wear on the roller, it cannot be determined from the information provided as to what caused the roller to wear down. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported usury /wear of the roller, with low efficiency on cutting. The problem noticed during surgery. There was no delay during the procedure and no harm to the patient or operator as a result of the device malfunction. The procedure was completed with another device.